Manufacturer narrative:
Sample has been requested but not received for evaluation. Should sample become available, a follow up report will be filed.

Event description:
International complaint received from (B)(6). Customer reported that male connector came off tubing before patient use. No patient involvement.